Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the right atrial lead exhibited low impedance. The lead was capped and replaced during an unrelated procedure. There were no complications to the patient.